Manufacturer narrative:
A replacement transformer was sent to the customer. In f/u with the customer, she stated she has discarded the top housing of the damaged transformer, unable to get lot number. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempt to retrieve the product are on-going. Based on the purchase date, we are referencing the investigation for the rev p transformer, until eval can be determined. Rev p: the cause of the melting in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4). Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time.

Event description:
The customer reported to customer svc that her transformer cord stated getting hot about a month ago and the customer stated a couple of days ago the transformer block melted, which is a safety risk.